Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of a low elecsys cea assay result for 1 patient tested on a cobas 6000 e601 module. The initial cea result was 2.55 ng/ml. The erroneous result was reported outside of the laboratory but was questioned by the doctor based on the patient's history. On (B)(6) 2019 the same patient sample tube was tested resulting in a cea result of 2052 ng/ml. There was no allegation of an adverse event. The cea reagent lot was 355404 with an expiration date of 31-dec-2019. The sample was aliquoted by a modular pre-analytical system. Further investigation determined that is a sample mismatch did not occur. The patient sample was also clear upon visible investigation. Qc results were acceptable prior to and after the erroneous low result. The investigation is currently ongoing.

Manufacturer narrative:
The customer also provided a questionable elecsys tsh assay result that occurred on (B)(6) 2019. The initial tsh result was 0.039 miu/l with repeat results of 2.99 miu/l and 3.09 miu/l. It was unknown if the result in question was released outside of the laboratory, if the questionable tsh result was from the same patient, or if there was an allegation of an adverse event. Further clarification has been requested. The provided calibration signals are acceptable. A general instrument or reagent problem could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined.